Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the device hurting the patient wasn't determined. The hcp reported that the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device was hurting her so she had the whole system taken out. The indication for use was non-malignant pain. No device issues reported.